Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was shattered and no longer functional. Reportedly, the customer had the pump in their pocket and the pump touch screen became shattered. Additionally, the customer reported an undefined recurring alarm. Customer's blood glucose was 400 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.